Manufacturer narrative:
Physio-control provided customer with the part number for a replacement paddle assembly. The hospital's biomed later confirmed that afer evaluating the device, he observed that several of the pins had broken off. The customer replaced the paddle assembly and then observed proper device operation. The removed assembly will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the "charge" function on the device's standard paddles is inoperative. There were no reports of patient use associated with this event.